Event description:
It was reported that, "putting in a acetabular cup and the little screw driver broke. The tip of it broke of inside."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.